Event description:
A gore viabahn endoprosthesis was placed for the treatment of an av fistula stenosis. During deployment, approximately 2 mm of the distal end of the device deployed when the deployment line stopped and the distal end of the catheter appeared to bow. The device was removed from the sheath and another device was implanted without further incident. The patient did not experience any adverse consequences.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-released specifications.